Event description:
It was reported that the patient complaints of extreme pain, tenderness, burning sensation, and occasional swelling.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.